Event description:
The user stated she discovered she had many discrepant results from the cobas 501 analyzer when she noticed the albumin results were diluted. The user found a gauze pad that was half in the water bath and on the cells hooked on the rinse squeegee. The user had multiple patient results with data flags on the first run and had no flags on the rerun, however, the user stated the rerun results were wrong. These rerun results had been verified and she had to correct the results. No patients were treated due to the discrepant results that were reported. The user provided initial, rerun and final repeat results for eight patient samples. The unit of measure for albumin and total protein is g per dl; glucose, calcium, creatinine, total bilirubin, magnesium and phosphorus are mg per dl; alkaline phosphatase and ck is iu per l; bicarbonate is meq per l. Sample 1 hemoglobin a1c results were 12.9 %, then 5.9 % upon repeat. Sample 2 albumin results were 5.7, then 4.5. Sample 3 potassium results were 5.59, then 4.37; calcium results were 7.8, then 9.1. Sample 4 potassium results were 3.59, then 5.65; bicarbonate results were 50, then 17; calcium results were 7.6, then 9.7; creatinine results were 0.2, then 1.1; phosphorus results were 0.9, then 2.1; magnesium results were 0.8, then 1.5. Sample 5 potassium results were 3.26, then 4.61; calcium results were 15.0, 8.0, then 8.8; total protein results were 5.0, then 6.9; albumin results were 9.9, 9.7, then 4.2; total bilirubin results were 0.2, then 0.7; alkaline phosphatase results were 15, then 35; ck results were 13, then 130. Sample 6 potassium results were 3.14, then 3.89; calcium results were 6.9, then 9.5; phosphorus results were 2.1, then 3.2. Sample 7 potassium results were 3.26, then 4.50; calcium results were 17.6, then 9.7; total protein results were 4.7, then 6.7; albumin results were 11.3, 13.5, then 5.5; alkaline phosphatase results were 81, then 177. Sample 8 potassium results were 2.70, then 4.14; glucose results were 112, then 83; calcium results were 14.9, 8.2, then 10.1; total protein result were 5.6, then 7.2; alkaline phosphatase results were 35, then 86.

Manufacturer narrative:
The field service representative found four of the spring holders had popped off the rinse mechanism, causing the cells to have additional fluids in them. He replaced the spring holders and stated the rinse mechanism was now operating within specifications. To verify the analyzer operation, he performed ise calibration and qc.